Manufacturer narrative:
E1: initial reporter state: (B)(4). Device evaluation by manufacturer:returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the handle was open. The middle sheath is separated 31mm from the retainer. The retainer is separated from the pull handle. The proximal inner and inner liner is separated approximately 26.6 cm from the clip. There are multiple kinks to the proximal inner. There is multiple buckling to the outer sheath. Microscopic examination revealed that the tip is damaged. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that stent partial deployment and damage occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). The angle of the bifurcation of iliac was steep and tortuous. Pre-dilation was performed. A 6x120x130 cm eluvia drug-eluting vascular stent system was selected for use over a 0.014" wire. During deployment of the stent, strong force was necessary to rotate the thumbwheel and the pull grip was used. In order to deploy the stent, the handle was broken and the system was pulled with force. The stent stretched approximately to 200mm. A 7mm eluvia was implanted from the inside to the part where the stent expansion failed. There were no patient complications reported.

Event description:
It was reported that stent partial deployment and damage occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). The angle of the bifurcation of iliac was steep and tortuous. Pre-dilation was performed. A 6x120x130 cm eluvia drug-eluting vascular stent system was selected for use over a 0.014" wire. During deployment of the stent, strong force was necessary to rotate the thumbwheel and the pull grip was used. In order to deploy the stent, the handle was broken and the system was pulled with force. The stent stretched approximately to 200mm. A 7mm eluvia was implanted from the inside to the part where the stent expansion failed. There were no patient complications reported. It was further reported that the patient was on dialysis during the initial procedure on (B)(6), 2020. On (B)(6), 2021, the stent was noted to be fractured in three locations. Re-treatment was completed with a drug-coated balloon because three stents cannot be stacked. There was no change to patient condition. The physician is of the opinion that the stent fracture occurred because it was placed in p2.

Manufacturer narrative:
E1: initial reporter state: (B)(6). Device evaluation by manufacturer: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the handle was open. The middle sheath is separated 31mm from the retainer. The retainer is separated from the pull handle. The proximal inner and inner liner is separated approximately 26.6 cm from the clip. There are multiple kinks to the proximal inner. There is multiple buckling to the outer sheath. Microscopic examination revealed that the tip is damaged. Inspection of the remainder of the device, revealed no other damage or irregularities. Media was provided in the form of two photos. In one of the photo it can be seen that the stent is separated in two locations. In the second photo it can be seen that the stent is separated in one spot.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent partial deployment and damage occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). The angle of the bifurcation of iliac was steep and tortuous. Pre-dilation was performed. A 6x120x130 cm eluvia drug-eluting vascular stent system was selected for use over a 0.014" wire. During deployment of the stent, strong force was necessary to rotate the thumbwheel and the pull grip was used. In order to deploy the stent, the handle was broken and the system was pulled with force. The stent stretched approximately to 200mm. A 7mm eluvia was implanted from the inside to the part where the stent expansion failed. There were no patient complications reported.